Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a lot of pressure in the back during trial. The patient underwent a lead pull procedure and the pressure went away. The explanted leads were discarded by the medical facility.

Event description:
It was reported that the patient experienced a lot of pressure in the back during trial. The patient underwent a lead pull procedure and the pressure went away. The explanted leads were discarded by the medical facility.